Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("sharp pelvic pain"). In 2017, the patient experienced abdominal pain lower ("colic-like pain in the lower abdomen"), polymenorrhagia ("heavy and prolonged menstruation with clots/ too frequent menses"), dysmenorrhoea ("menstrual pain"), headache ("intense headaches"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("uterine perforation sensation"), back pain ("lumbar pain"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), breast pain ("mastalgia"), oedema ("edema"), peripheral swelling ("swelling in legs"), pain in extremity ("pain in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics, antidepressants and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, abdominal pain lower, uterine pain, back pain, polymenorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, pain, vaginal discharge, coital bleeding, vulvovaginal pruritus, adenomyosis, breast pain, diarrhoea, oedema, peripheral swelling, pain in extremity, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2.8 mcg/l (reference value: 0.6 to 7.5 mcg /l). X-ray of pelvis and hip - on (B)(6) 2019: normal uterine cavity; pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure found in wrong position in fallopian tube, essure fragmented. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred to this case, including medical history and events (colic-like pain in the lower abdomen, frequent menses). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a 26-year-old female patient who had essure (batch no. 684664 - invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("sharp pelvic pain"). In 2017, the patient experienced abdominal pain lower ("colic-like pain in the lower abdomen"), polymenorrhagia ("heavy and prolonged menstruation with clots/ too frequent menses"), dysmenorrhoea ("menstrual pain"), headache ("intense headaches"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), uterine pain ("uterine perforation sensation"), back pain ("lumbar pain"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), breast pain ("mastalgia"), oedema ("edema"), peripheral swelling ("swelling in legs"), pain in extremity ("pain in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness"), stress ("stress"), depression ("depressed"), anguish ("anguish") and depressed mood ("sadness"). The patient was treated with analgesics, antidepressants and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, abdominal pain lower, uterine pain, back pain, polymenorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, pain, vaginal discharge, coital bleeding, vulvovaginal pruritus, adenomyosis, breast pain, diarrhoea, oedema, peripheral swelling, pain in extremity, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved and the depression, anguish and depressed mood outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depressed mood, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, stress, tremor, uterine inflammation, uterine pain, vaginal discharge, vulvovaginal pruritus and anguish to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2.8 mcg/l (reference value: 0.6 to 7.5 mcg /l). X-ray of pelvis and hip - on (B)(6) 2019: normal uterine cavity; pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure found in wrong position in fallopian tube, essure fragmented. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("sharp pelvic pain"). In 2017, the patient experienced abdominal pain lower ("colic-like pain in the lower abdomen"), polymenorrhagia ("heavy and prolonged menstruation with clots/ too frequent menses"), dysmenorrhoea ("menstrual pain"), headache ("intense headaches"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("uterine perforation sensation"), back pain ("lumbar pain"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), breast pain ("mastalgia"), oedema ("edema"), peripheral swelling ("swelling in legs"), pain in extremity ("pain in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics, antidepressants and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, abdominal pain lower, uterine pain, back pain, polymenorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, pain, vaginal discharge, coital bleeding, vulvovaginal pruritus, adenomyosis, breast pain, diarrhoea, oedema, peripheral swelling, pain in extremity, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2.8 mcg/l (reference value: 0.6 to 7.5 mcg /l). X-ray of pelvis and hip - on (B)(6) 2019: normal uterine cavity; pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure found in wrong position in fallopian tube, essure fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a 26-year-old female patient who had essure (batch no. 684664) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("sharp pelvic pain"). In 2017, the patient experienced abdominal pain lower ("colic-like pain in the lower abdomen"), polymenorrhagia ("heavy and prolonged menstruation with clots/ too frequent menses"), dysmenorrhoea ("menstrual pain"), headache ("intense headaches"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), uterine pain ("uterine perforation sensation"), back pain ("lumbar pain"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), breast pain ("mastalgia"), oedema ("edema"), peripheral swelling ("swelling in legs"), pain in extremity ("pain in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness"), stress ("stress"), depression ("depressed"), anguish ("anguish") and depressed mood ("sadness"). The patient was treated with analgesics, antidepressants and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, abdominal pain lower, uterine pain, back pain, polymenorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, pain, vaginal discharge, coital bleeding, vulvovaginal pruritus, adenomyosis, breast pain, diarrhoea, oedema, peripheral swelling, pain in extremity, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved and the depression, anguish and depressed mood outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depressed mood, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, stress, tremor, uterine inflammation, uterine pain, vaginal discharge, vulvovaginal pruritus and anguish to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2.8 mcg/l (reference value: 0.6 to 7.5 mcg /l). X-ray of pelvis and hip - on (B)(6) 2019: normal uterine cavity; pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure found in wrong position in fallopian tube, essure fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2021: essure lot number added. Essure date implanted updated. New events: depressed, anguish, sadness added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("sharp pelvic pain"). In 2017, the patient experienced menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), headache ("intense headaches"), vulvovaginal pruritus ("vaginal pruritus") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sexual intercourse"), uterine pain ("uterine perforation sensation"), vaginal discharge ("vaginal discharge with odor"), back pain ("lumbar pain"), abdominal distension ("distension"), pain ("generalized body pain"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), breast pain ("mastalgia"), oedema ("edema"), peripheral swelling ("swelling in legs"), pain in extremity ("pain in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), intra-abdominal fluid collection ("abdominal fluid retention"), anxiety ("anxiety"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics, antidepressants and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, uterine pain, vaginal discharge, back pain, abdominal distension, headache, pain, coital bleeding, vulvovaginal pruritus, adenomyosis, breast pain, diarrhoea, oedema, peripheral swelling, pain in extremity, hypoaesthesia, tremor, fatigue, loss of libido, arthralgia, mood altered, alopecia, intra-abdominal fluid collection, anxiety, nervousness and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 2.8 mcg/l (reference value: 0.6 to 7.5 mcg / l). X-ray of pelvis and hip - on (B)(6) 2019: normal uterine cavity; pelvis x-ray shows linear metallic material in pelvis in uterus topography/ essure found in wrong position in fallopian tube essure fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.